Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter remained curved and removal difficulty occurred. During an ischemic ventricular tachycardia rhythmia case, when withdrawing the intellamap orion catheter from retrograde aortic access in order to change to venous access, the catheter was still looped and became stuck in the femoral introducer. As a result, the catheter could not be withdrawn from the patient and surgical intervention via the groin was necessary. The catheter was successfully removed. It was unknown how long the patient was in the hospital, but it was stated to be "not long". The patient was expected to make a full recovery and was reported to be "fine".

Manufacturer narrative:
F10 patient code: no code available. Surgical intervention via the groin was necessary however the patient was expected to make a full recovery and was reported to be "fine". It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the catheter remained curved and removal difficulty occurred. During an ischemic ventricular tachycardia rhythmia case, when withdrawing the intellamap orion catheter from retrograde aortic access in order to change to venous access, the catheter was still looped and became stuck in the femoral introducer. As a result, the catheter could not be withdrawn from the patient and surgical intervention via the groin was necessary. The catheter was successfully removed. It was unknown how long the patient was in the hospital, but it was stated to be "not long". The patient was expected to make a full recovery and was reported to be "fine". Additionally, it was reported that when trying to withdraw the orion catheter from the aorta, the catheter was undeployed and in a fully looped position, as opposed to neutral deflection. A sheath was not used; direct access to the aorta was obtained via a 9fr femoral introducer.